Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a prime anomaly; the insulin pump squirted out insulin during a prime attempt. The device was also stuck in the preparing to prime loop. The patient's blood glucose at the time of incident was in the 300 mg/dl range. During troubleshooting, the customer was instructed to hold down act until they received a second series of beeps and/or numbers appeared on the display. However, the customer received neither a second series of beeps or numbers on the display. The insulin pump was not returned for analysis.